Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: bp4a.251205.006.s916usqs7fze3. Hardware: sm-s916u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient could not recall the date of the hospitalization beyond that it was in (B)(6) 2026. Information regarding specific blood glucose levels, diagnosis, treatment, pod infusion site, and pod duration of use were not available. Symptoms reported include nausea, elevated blood pressure, and panic. The patient was released the same day. The pod was discarded.